Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included general anesthesia and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("worsening abnormal bleeding"), heavy menstrual bleeding ("heavy menstrual periods"), hypersensitivity ("hypersensitivity symptoms"), pruritus ("itching"), abdominal distension ("bloating"), autoimmune disorder ("autoimmune-type symptoms"), fatigue ("fatigue") and migraine ("worsening migraines or headaches"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, pruritus and abdominal distension had not resolved and the dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, fatigue and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain and pruritus to be related to essure. The reporter commented: three coils could be observed on both sides after insertion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: no opacification of the fallopian tubes. Diagnostic results: (B)(6) 2011: hsg (hysterosalpingogram): no extravasation of contrast material. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, dob and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), menorrhagia ("heavy menstrual periods"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloating"), pruritus ("itching"), migraine ("worsening migraines or headaches"), genital haemorrhage ("worsening abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and pruritus had not resolved and the autoimmune disorder, menorrhagia, fatigue, dysmenorrhoea, migraine, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain and pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: no opacification of the fallopian tubes. Diagnostic results: (B)(6) 2011: hsg (hysterosalpingogram): no extravasation of contrast material. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ worsening pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), menorrhagia ("heavy menstrual periods"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloating"), pruritus ("itching"), migraine ("worsening migraines or headaches"), genital haemorrhage ("worsening abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and pruritus had not resolved and the autoimmune disorder, menorrhagia, fatigue, dysmenorrhoea, migraine, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain and pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: no opacification of the fallopian tubes. Diagnostic results: on (B)(6) 2011: hsg (hysterosalpingogram): no extravasation of contrast material. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter added. Events worsening abnormal bleeding and auto-immune or hypersensitivity symptoms and worsening migraines or headaches were added. Event worsening pain was clubbed with pelvic pain. Essure removal was added and intervention ticked, treatment details added for pelvic pain. Case became serious incident. Action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.